Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastric during an unknown procedure. The exact date of the procedure was not provided. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: medical device problem code a15 captures the reportable event of clip was unable to release from catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, while the yoke was returned attached to the control wire, indicating evidence that the device was prematurely deployed. Microscope examination was performed, and it was found that the bushing hooks had hit marks. Dimensional examination was performed on the bushing outer diameter, and it was within specification. A dimensional analysis was also performed between the hooks of the bushing, and side a was found to be out of specification while side b was within specification. Further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. Dimensional examination was performed; the handle was disassembled, and the flattening wire was confirmed to be within specification. Additionally, the bushing tabs were measured and each sides were asymmetrical. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the gastric during an unknown procedure. The exact date of the procedure was not provided. During the procedure, the clip was able to grasp and lock onto tissue, but did not release from the catheter to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.